Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted a large wad of mesh bulging into the preperitoneal space. The mesh was debrided away with some scissors. It was reported that the patient experienced severe pain, stress and anxiety. It was reported that the patient had a mesh implanted on (B)(6) 2014 which was captured in a separate file. No additional information was provided.